Event description:
Healthcare professional initially reported left side "capsular contracture, baker grade ii". Healthcare professional later reported "hole, non-specific" observed during surgery. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii and rupture on the contralateral side.

Manufacturer narrative:
Device evaluation: based on the device analysis the final assessment is: rupture: not observed. Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed. Deformation observed white particles observed.

Event description:
Healthcare professional initially reported left side "capsular contracture, baker grade ii". Healthcare professional later reported "hole, non-specific" observed during surgery. Device has been explanted and replaced.